Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Reportedly, the customer was able to resolve the issues but clearing out the alarm or changing the infusion set and resuming insulin delivery. The customer experienced elevated blood glucose (bg) levels (highest of 507 mg/dl), with trace ketones. To address the bg level, the customer delivered manual injections. As the occlusions had occurred in the past, tandem technical support was unable to perform troubleshooting to determine a cause of the occlusion alarms.